Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: embecta was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) there was a clog during priming. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported needle clog during priming, stated that there is no insulin flow.